Event description:
(B)(6), prin test engineer, was on site covering the surgery and reported that during active navigation with the kinevo and surgical theater, the system displayed a warning, crashed, and became stuck on a blue screen for approximately 2¿3 minutes. After waiting 2¿3 minutes, the system recovered back to the clinical application home screen. (B)(6) then logged back in and resumed the surgery. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).